Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is cracked around the battery compartment and there are 2 chunks of the pump missing. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.